Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient had been on therapy on the arctic sun device for 4 hours with no issues. They turned patient a couple of times and started receiving low flow alert. The nurse tried straightening lines, but now there is no flow. Patient temperature was 31.9c, water temperature was 34.8, target temperature was 33c, flow rate was 0lpm. All 4 arctic gel pads were connected. System diagnostics showed that outlet monitor temperature (t1) was 33.6c, outlet control temperature (t2) was 33.5c, inlet temperature (t3) was 33.5c, chiller temperature (t4) was 6.4c, water flow rate (wfr) was 0lpm, inlet pressure was -7.1psi, circulation pump command was 81 percent, mixing pump command was 0 percent, water reservoir level was 4 bars, system hours were 315, pump hours were 240.8. Mss walked through stopping therapy, disconnect and reconnect the arctic gel pads holding nowhere near clear clamps and listening for audible clicking noise. Nurse could not hear clicks with some connections. Therapy was started but primed to no flow. The device was set to manual control at 4c, water flow rate (wfr) was 0lpm, inlet pressure was -5.5psi, circulation pump command was 100 percent, mixing pump command was 100 percent and heater command was 0 percent. Nurse verified patient positioning to ensure it was not pinching off flow. Nurse denied any bends or kinks. Nurse would swap out the pads and call back if that did not correct the issue. It was noted that issues did start occurring after turning patient. As per the follow up information received on 11may2022, the patient completed therapy using a different method with no issues. There were no injuries to patient and the device was tagged and sent to biomed. They had no further information on the device and pads were disposed.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿improper design of pad connector- pad not connected to fluid delivery line¿. It is unknown whether the device had met relevant specifications. The product was used for diagnostic and treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. Correction: d,g,h. H11: section a through f the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient had been on therapy on the arctic sun device for 4 hours with no issues. They turned patient a couple of times and started receiving low flow alert. The nurse tried straightening lines, but now there is no flow. Patient temperature was 31.9c, water temperature was 34.8, target temperature was 33c, flow rate was 0lpm. All 4 arctic gel pads were connected. System diagnostics showed that outlet monitor temperature (t1) was 33.6c, outlet control temperature (t2) was 33.5c, inlet temperature (t3) was 33.5c, chiller temperature (t4) was 6.4c, water flow rate (wfr) was 0lpm, inlet pressure was -7.1psi, circulation pump command was 81 percent, mixing pump command was 0 percent, water reservoir level was 4 bars, system hours were 315, pump hours were 240.8. Mss walked through stopping therapy, disconnect and reconnect the arctic gel pads holding nowhere near clear clamps and listening for audible clicking noise. Nurse could not hear clicks with some connections. Therapy was started but primed to no flow. The device was set to manual control at 4c, water flow rate (wfr) was 0lpm, inlet pressure was -5.5psi, circulation pump command was 100 percent, mixing pump command was 100 percent and heater command was 0 percent. Nurse verified patient positioning to ensure it was not pinching off flow. Nurse denied any bends or kinks. Nurse would swap out the pads and call back if that did not correct the issue. It was noted that issues did start occurring after turning patient. As per the follow up information received on 11may2022, the patient completed therapy using a different method with no issues. There were no injuries to patient and the device was tagged and sent to biomed. They had no further information on the device and pads were disposed.